Manufacturer narrative:
Product evaluation: no actual used devices were returned for evaluation. Unused products from the same lot number was returned. Upon visual inspection device was found to be conforming and in good condition with no abnormalities noted. Sterility records for the suspected lots were examined and all records were conforming and in specification. No failure detected and product within specification, cause of alleged event unknown.

Event description:
A report was received that stated a hemodialysis patient experienced an infection within "weeks" of insertion that required removal of the catheter.